Event description:
Reporter stated that patient was hospitalized in 2005 with blood glucose level of 658 mg/dl. Patient was treated with an insulin drip and injection therapy and then was put on her backup device. Caller stated patient said there were error codes on the device, but could not remember what they were and the batteries have been removed so they cannot retrieve the history. Patient has not changed the piston rod in over 2 years and believes it is stripped. Patient is pregnant and in a domestic violence shelter, so her family member had to call for her. Patient was released from the hospital two days later.